Event description:
Device failed while in use on a patient. Report indicated that a "pop" sound was heard and black smoke was observed to emanate from the device. No harm was reported to the patien; however, report indicated that two caregivers received evaluation and minor treatment and one caregiver was sent home, allegedly because of inhaled smoke. The caregiver with the alleged smoke inhalation has reportedly returned to work with no lasting effect. No further information has been supplied with regard to the caregivers treatment or condition. This device was evaluated by the facility and the distributor. It was reported that the internal alarm battery was the source of the failure. The device was sent back to the manufacturer for further investigation wher it was confirmed that the internal alarm battery was the cause of the failure. It was determined that the battery used in the device was a replacement battery installed by the distributor. It was identified as a non-rechargeable lithium battery, not specified for use in the device. The correct battery is a rechargeable nicad battery, as specified in the device service manual. The facility and the distributor have been contacted and made awae of this issue. The distributor has agreed to locate all devices potentially involved and replace any incorrect battery with one that meets the manufacturer's specifications.